Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A surgeon reported an incomplete flap of the right eye following corneal flap creation. The eye had a small amount of conjunctival creep at the hinge and when the surgeon went to lift the flap there was a small area of incomplete cut on the nasal side of the hinge. Additional information received; the surgeon reports "the patient looked great:"

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).